Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she pressed the esc and act buttons and the warning did not blink. Customer stated that it keeps saying button error and the pump is frozen. Customer was in the shower and was disconnected from the pump. When the customer got out of the shower, she was going to change out her set but when she picked up the pump, she had a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, cracked case reservoir tube window corners and missing end cap sticker.